Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-use at time complaint was filed: date 2007; inratio 1.2; lab 3.0; mean 2.1; confidence limits 1.4-3.1. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. The inratio result is not within confidence limits for inr testing. The results are considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is required at this time.

Event description:
Caller alleges inaccuracy with inratio. Results as follows: date: 2007, inratio 1.2, lab 3.0.